Event description:
Resistance felt when attempting to remove foley (using bard IFU). After manipulating catheter, was able to remove catheter, and noted that balloon section appeared to have 'inverted' upon itself, and caused difficulty in removal. We have experienced a total of 7 similar events to date. Two of the catheters are being returned to bard this week for eval.